Manufacturer narrative:
Concomitant therapies: multivitamins and spironolactone. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿swelling¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. C. Postmarket surveillance: juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm volbella® xc in the lips, one syringe of juvéderm voluma® xc in the cheeks, and one syringe of juvéderm vollure¿ xc in the cheeks. The patient experienced some swelling in the lips the next day. The same day symptoms were noticed, the patient was treated with hyaluronidase and prednisone by the doctor. The symptoms in the lips resolved. Approximately 11 weeks after initial dermal filler injection, the patient presented with swelling in the cheeks. The same day the event was reported the patient was prescribed prednisone and z-pack by the doctor. No further details were provided. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00832 ((B)(4)) and MDR ID# 3005113652-2018-00833 ((B)(4)). This MDR is being submitted for the third suspect product, juvéderm vollure¿ xc , also a device manufactured by allergan.